Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at 111.61 mcg/day via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The patient reported that last thursday ( (B)(6) 2021) she had an MRI unrelated to her pump and while she was in the MRI her pump felt like it was popping; it got extremely hot; and she could see her pump through her skin. Then that night she woke up having spasms and had them all through the day and had to take oral baclofen. She stated that she was super sensitive to baclofen. She then went in for a dose adjustment on (B)(6) 2021 and after that she felt a huge dump of baclofen and felt that at times she was overmedicated. She stated that she could taste the medicine, was shaking, was sweating, and had overdose like symptoms. Per the patient, she had been on flex dosing for years and normally did not feel when boluses occurred. She believed there was something wrong with her pump because she could feel the boluses of the flex dosing. During the call she mentioned ¿that her pump was implanted on the other side above her hip, and she wants a new pump now and wants it implanted in the normal spot that it's at¿.